Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 04/16/2010, 04/19/2010 and 05/04/2010 by phone, fax and mail. A completed questionnaire has not been received. Medical records were received on 05/12/2010. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "reading is difficult" (vision, impaired); "retinal swelling" (swelling). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A consumer reported that following bilateral intraocular lens (iol) implant surgery, she had smokey vision. Medical records were requested and received. According to the medical records, following the iol exchange with vitrectomy, the patient continued with decreased uncorrected visual acuities. Two months following her exchange procedure, the consumer was noted to have cystoid macular edema (cme) which was treated with medications. Following initial treatment, the consumer's visual acuity was reported to have improved. In (B) (6) of 2010, a report from a retinal specialist showed the patient's visual acuity had remained fairly good until the time of the report. At that time, the consumer had experienced a decrease in her visual acuity. An optical coherence tomography (oct) had showed cme and the consumer was being started on medications. Additional information has been requested. There are three medical device reports associated with this event. This report is for the exchanged lens, right eye.